Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the investigation is confirmed for the balloon and catheter shaft detachment, as the balloon was detached and stuck in the sheath. The investigation for retraction issue is confirmed, as there was bunching in the sheath and stretching of the inner guidewire lumen. The investigation is confirmed for the catheter detachment, as the inner guidewire lumen was broken near the distal end based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model atg80144 pta balloon dilatation catheter experienced a retraction problem and detachment of the device or device component. This report was received from one source. This event involved one patient with no patient consequences. Patient weight was not provided. The patient was female and 50 years of age.

Manufacturer narrative:
One device will be returned to bd for evaluation. The return of the device is pending. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model atg80144 pta balloon dilatation catheter experienced a retraction problem and detachment of the device or device component. This report was received from one source. This event involved one patient with no patient consequences. Patient weight was not provided. The patient was female and (B)(6) years of age.